Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative (rep) that the ins was depleted. The rep was on the call with the patient and stated the patient programmer (pp) and the recharger were not communicating with the ins. Tss walked the caller through starting a physician recharge mode (prm), and a power-on reset (por) message appeared. The rep bypassed the por message to see the standard charging screen with the first quartile charging. Tss reviewed to continue charging to 25% and then interrogated with the tablet to clear por and turn stim back on. The manufacturer representative (rep) provided additional information, which was confirmed with the consumer and hcp. The ins was depleted due to the patient forgetting to recharge and experiencing a return of tremors. After a power-on reset (por), the patient could charge. The issue was resolved.